Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device no longer works. They were supposed to have an MRI of their wrist today but cannot have it because the programmer will not connect to the implant anymore. Patient did not know if the ins battery had reached eos but reported the device kind of flipped more than once because they lost a lot of weight and it was right at the surface and slipped multiple times. The issue started probably about the past couple months. Patient is scheduled to have the device removed on the (B)(6). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.